Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: 010000663, g7 pps ltd acet shell 52e, lot 6405875; 010000999, g7 screw 6.5mm x 30mm, lot 6223766; 010000818, g7 hi-wall arcomxl lnr 36mm e, lot 6411615; 11-363660, 36mm cocr mod hd -6mm, lot 542770; 11-104111, mlry-hd por fmrl 11x160mm, lot 563320.

Event description:
It was reported that during a right total hip arthroplasty, the liner would not seat into the shell after several attempts of impaction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unique identifier (UDI) #: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found the liner to be in good overall condition. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.